Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis after experiencing no delivery alarms. Troubleshooting was performed, and the insulin pump passed the prime test with no supplies. Advised that the reservoir and infusion set would be replaced. Nothing further was reported.